Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-02602. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Per the procedural training manual, the edwards expandable introducer sheath set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0 mm. The patient¿s access vessel mld was measured at 5.9 mm in diameter. In this case, the observed insertion difficulty was likely related to the reported unknown degree of vessel stenosis secondary perclose insertion. There was no further complication noted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure the initial left femoral artery approach was unsuccessful, so percutaneous access of the right femoral artery (rfa) was urgently performed. There was a possible vascular stenosis because a perclose proglide had been used when the patient had undergone balloon aortic valvuloplasty previously. Resistance was observed upon insertion of the vessel dilator, the esheath and the delivery system. Following successful implantation of a 23mm sapien xt valve, upon withdrawal of the esheath, the physician took the possible risk of a rfa rupture into account and refrained from pulling the esheath forcibly. A non-edwards occlusive balloon was used to occlude the peripheral vessel while the rfa was surgically cutdown to remove the esheath without vascular injury. Per the latest report, the patient was stable at the end of the procedure. The rfa minimum luminal diameter (mld) measured 5.9mm. The rfa calcification and tortuosity are unknown.